Event description:
The user reported that the concentrator shuts down unexpectedly. It is unknown if the unit alarmed as designed to alert the user to switch to another source of oxygen prior to shutting down.